Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the cursor was drifting on the programmer screen without the stylus touching it, or that the programmer spontaneously activated the emergency pacing mode without the screen being touched. Analysis indicated that the antennas were loose, the electrocardiogram (ECG) connector was loose, the radiofrequency head connector had cracked solder, and the system fan was noisy. These parts were replaced and the software was reloaded and updated. The programmer passed final functional and system tests.

Event description:
It was reported that the cursor on the programmer screen was drifting without the stylus touching the screen. It was also reported that the programmer spontaneously went entered the emergency pacing mode. The programmer was returned to service. No patient complications have been reported as a result of this event.